Event description:
Customer reports obtaining results of 256mg/dl and 99mg/dl on the same device within 3 mins. No action taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.